Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 504 mg/dl. The mother felt that the cause of the high blood glucose levels was bent cannulas. Advised the mother of the different infusion sets that are available, and sent her samples. Nothing further was reported.